Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high to 487 mg/dl and that the insulin pump alarmed for no delivery. The no delivery alarm was resolved with a manual prime and the customer treated with a bolus. The insulin pump was not replaced or returned for analysis.